Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris syringe module syringe admin. Set the device experienced component separation. The following information was provided by the initial reporter. The customer stated: when I went to re-trace the line I noticed the pressure disk was in the sensor but the tubing was disconnected from the disk right below the disk.

Manufacturer narrative:
H6: investigation summary: the customer reported the tubing disconnected and returned one used set of material #10014918. The sample was clearly disconnected at the pressure sensing disc, and the complaint is verified. The root cause of the separation was a lack of solvent applied during assembly. Analysis under the microscope found the lack of solvent. A device history record review for model 10014918 lot number 20076511 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 15jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported when using the bd alaris syringe module syringe admin. Set the device experienced component separation. The following information was provided by the initial reporter. The customer stated: when I went to re-trace the line I noticed the pressure disk was in the sensor but the tubing was disconnected from the disk right below the disk.